Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a sling procedure performed on (B)(6) 2021. During the procedure, it was found out that the sling went through the bladder upon doing cystoscopy. Reportedly, the surgeon had to laser the sling out of the bladder to remove it. The procedure was not completed due to this event. The patient was reported to be fully recovered after the event. The physician decided to follow-up with the patient for an autologous fascial sling in three months.